Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; returned test strips produced e-3 error message; the root cause is black chemistry due to improper storage.

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2016 as a result of the meter's readings. Blood test attempted during call on (B)(6) 2016 produced result of e-3 upon insertion of test strip into meter port. The product is stored by customer in the laundry room. Test strip lot manufacturer's expiration date is 10/22/2017 and open vial date is month of december 2015. Adverse event not reported.